Event description:
During removal of 16fr cook sheath after placement of another manufacturer's endovascular graft, an iliac rupture was noted. The patient was converted to an open surgical repair and is currently doing well.

Manufacturer narrative:
No product was returned to assist in this investigation. Based upon the information provided, we are unsure why the iliac ruptured. It is possible the rupture was due to the patient's anatomy, contact with the sheath or contact with the other manufacturer's device. A review of our record found this to be the only report of this nature associated with this device.